Manufacturer narrative:
Corrected information: patient codes (inadvertently omitted).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no documentation to show a causal relationship between the patient¿s inguinal hernia and pd therapy with the liberty select cycler. However, there is a temporal relationship between pd therapy on the liberty select cycler and the patient development of an inguinal hernia as the hernia developed after the initiation of pd therapy. Patients on pd therapy are at risk of developing hernia due to increased abdominal pressure and added stress on abdominal muscles. Inguinal hernias are common in dialysis patients and are caused by abdominal wall fragility and increased intra-abdominal pressure. Several factors put a patient at increased risk of hernia, including aging and male gender. Additionally, there were no allegations of a device malfunction causing a hernia. Based on the available information the liberty select cycler can be excluded as the cause of the inguinal hernia, although the pd therapy itself with use of the cycler most likely contributed to the development and exacerbation of the inguinal hernia.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with an inguinal hernia on (B)(6) 2019 when the patient reported pain and a bulge. It is unknown if the hernia was pre-existing prior to patient starting pd therapy on (B)(6) 2019. The patient was experiencing pain which resulted in a reduction of the patient¿s pd prescription fill volume. The patient¿s fill volume was decreased from 2500 ml to 200 ml for 4 exchanges while laying flat. The patient was scheduled to undergo hernia repair surgery (unconfirmed date), however, went to the emergency room (ER) on (B)(6) 2019 with nausea and vomiting related to the hernia. The patient was released from the ER less than 24 hours later. It was determined that the patient would transition to hemodialysis (hd) treatments while waiting for the hernia repair surgery to be rescheduled. The patient had a central venous catheter (cvc) placed on an unknown date and initiated hd therapy on an unknown date.